Event description:
Medtronic literature review found a report of access site infection, oculomotor nerve palsy, residual tumor, and unknown postoperative complications in association with onyx embolization. The time frame of this study was between 2015 and 2021. The purpose of this article was to establish a purely angiographic grading system to facilitate consistent reporting of the outcome of meningioma embolization and to characterize the anatomic and other features of meningiomas that predict the degree of devascularization achieved through preoperative embolization. The authors reviewed 80 cases of patients (60 patients underwent preoperative tumor embolization and 20 underwent angiography with an intention to treat but ultimately not embolization). Of the 80 patients, the average age was 60 years, 40 were female that underwent embolization (12 underwent angiogram only) and 20 were male that underwent embolization (8 underwent angiogram only). The patients that underwent embolization were treated with n-bca glue and onyx 18 and onyx 34. The angiographic devascularization grading scale was defined as follows: grade 0 for no embolization, 1 for partial embolization, 2 for majority embolization, 3 for complete external carotid artery embolization, and 4 for complete embolization. The article does not state any technical issues during use of the onyx. The following intra- or post-procedural outcomes were noted: superficial access site infection that resolved without the need for antibiotics. One patient experienced an oculomotor nerve palsy after embolization of extradural branches of the ica supplying a medial sphenoid wing meningioma. Residual tumor blush there were 11 unknown postoperative complications in the embolization group.

Manufacturer narrative:
Continuation of d10: product ID unk-nv-onyx (lot: unknown); product type: ; implant date n/a; explant date n/a citation: matsoukas, s., feng, r., faulkner, d. E., odland, I. C., durbin, j., tabani, h., schlachter, l., gutzwiller, e., kellner, c. P., shigematsu, t., shoirah, h., majidi, s., de leacy, r., berenstein, a.,. Angiographic features of meningiomas predicting extent of preoperative embolization. Neurosurgery 95(5):1010-1025 2024. Doi:10.1227/neu.0000000000003054 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.